Event description:
Additional information received - the icl was not explanted from the patient's eye and remains implanted.

Manufacturer narrative:
(B)(4). Lens not returned. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2009. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.